Manufacturer narrative:
The actual sample was received at the plant for analysis. The returned unit was labeled for single use. Visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor over infused during patient infusion. The device had infused the entire contents in thirteen hours, when it was scheduled for twenty four hours. This event involved a patient with no patient consequences. No additional information is available. No additional information is available.